Event description:
It was reported that the doctor was using the long white screw driver to remove a screw and the tip of the screwdriver snapped off.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the returned instrument shows a twisting deformation of the flutes on the torx driver end of the screwdriver. Additionally, the metal shaft portion of the screwdriver is broken and moving loosely and freely in the white plastic handle of the device. A functional and dimensional inspection of the returned instrument was not considered necessary or possible as a functional and measurable feature of the instrument is deformed and broken rendering it non-functional. Additionally, when hardness testing was done on the instrument it was slightly out of specification. However, during manufacturing, functionality tests, dimensional inspection, and material testing were done according to specifications. During the manufacturing inspections, all devices met the specifications. Based on investigation, the root cause was attributed to a user and wear related issue. The event was caused by several reprocessing cycles over the years weakening the material in the instrument in additional of heavy use and excessive torsional forces by the end user causing deformation and breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Device is going to be returned. When additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the doctor was using the long white screwdriver to remove a screw and the tip of the screwdriver snapped off.